Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.